Event description:
While trialing femur, found anterior chamfer gap to be larger than expected. Also saw slight anterior flange gap. Requesting straight saw replacement because distal and posterior cuts and the distal recut proceeded as expected. Case type: tka. Surgical delay: approx. 10 minutes. 1. Based in the event description ¿while trialing femur, found anterior chamfer gap to be larger than expected¿, can you please quantify the anterior chamfer gap (in mm)? As per the mps " we didn¿t measure the gap between bone and anterior chamfer cut or bone and anterior flange" . That said, the anterior chamfer gap looked to be 4mm (twice the thickness of a mako saw blade). 2. Based in the event description ¿also saw slight anterior flange gap¿, can you please quantify the anterior flange gap (in mm)? "The anterior flange gap was smaller. I¿d loosely estimate 1mm there. I didn¿t see it very long and wouldn¿t be able to make an accurate estimation".

Manufacturer narrative:
"Reported event: while trialing femur, found anterior chamfer gap to be larger than expected. Also saw slight anterior flange gap. Requesting straight saw replacement because distal and posterior cuts and the distal recut proceeded as expected. Case type: tka surgical delay: approx. 10 minutes 1. Based in the event description ¿while trialing femur, found anterior chamfer gap to be larger than expected¿, can you please quantify the anterior chamfer gap (in mm)? As per the mps " we didn¿t measure the gap between bone and anterior chamfer cut or bone and anterior flange" . That said, the anterior chamfer gap looked to be 4mm (twice the thickness of a mako saw blade). 2. Based in the event description ¿also saw slight anterior flange gap¿, can you please quantify the anterior flange gap (in mm)? "The anterior flange gap was smaller. I¿d loosely estimate 1mm there. I didn¿t see it very long and wouldn¿t be able to make an accurate estimation". Functional inspection: shows that the blade clamp secures the blade properly on the platform. A blade checkpoint check also showed a value of 1.2mm which is within the 2mm requirement. See attached picture. The failure mode is not confirmed. Visual inspection: shows no damage to the part. Dimensional inspection: not performed as the visual and functional inspections were sufficient to refute the complaint. Material analysis: not performed as no material failure is alleged. Product history review: product history review respectively shows the number of devices manufactured, devices that failed inspection, and their nc/npr/qt numbers if applicable. Date inspected: 12/19/2018, 12/18/2018, 12/18/2018. Devices manufactured: (B)(4). Devices failed inspection: (B)(4). Nc/npr/qt numbers: (B)(4). Product history review shows the non-conformance(s) is/are not related to the failure alleged in this complaint. Complaint history review: a review of complaints related to p/n: 212186, lot number: 35011218 shows no additional complaint(s) related to the failure in this investigation. Complaints related to p/n: 212186 will be tracked by trend request# 1191. Conclusion: the failure mode of inaccurate resection was not confirmed. All tests showed that the saw blade is within specification for blade location as indicated by the checkpoint passing, and is held securely with the saw attachment running. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.".

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While trialing femur, found anterior chamfer gap to be larger than expected. Also saw slight anterior flange gap. Requesting straight saw replacement because distal and posterior cuts and the distal recut proceeded as expected. Case type: tka. Surgical delay: approx. 10 minutes. Based in the event description ¿while trialing femur, found anterior chamfer gap to be larger than expected¿, can you please quantify the anterior chamfer gap (in mm)? As per the mps " we didn¿t measure the gap between bone and anterior chamfer cut or bone and anterior flange". That said, the anterior chamfer gap looked to be 4mm (twice the thickness of a mako saw blade). Based in the event description ¿also saw slight anterior flange gap¿, can you please quantify the anterior flange gap (in mm)? "The anterior flange gap was smaller. I¿d loosely estimate 1mm there. I didn¿t see it very long and wouldn¿t be able to make an accurate estimation".